Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device was returned with kinks on the proximal balloon shaft and kinks on the flex shaft due to the returned packaging method. The following observations were made upon visual inspection: balloon burst confirmed as longitudinal and radial tear was observed in the inflation balloon. Almost full fine adjust used. Minor deformation of proximal spring. No other abnormalities noted. Dimensional inspection - single wall thickness measurements were taken along each side of the longitudinal tear in the inflation balloon and the measurements are within specification. Due to the condition of the returned device (balloon burst, kinks) no relevant functional testing was able to be performed. The complaint for ¿balloon ¿ burst¿ was confirmed based on the cine provided and visual inspection during product evaluation. No manufacturing non-conformances were identified. The balloon single wall thickness was within specification. A review of device history records (DHR), lot history, and complaint history revealed no indication that a manufacturing non-conformance would have contributed to the complaint event. The IFU and training manuals were reviewed and no deficiencies were identified. A review of manufacturing mitigations additionally supports that the delivery system has proper inspections in place to detect issues related to the reported event. Based on available information, there is insufficient information to determine a definite root cause. However, transcatheter delivery balloon burst complaints have been previously investigated by edwards and a detailed root cause analysis was documented in a technical summary. Although this technical summary applies to the aortic valve, the root cause could be related as calcification may be a possible contributing factor to the reported event. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Calcification can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a relatively low inflation pressure. Additionally, it outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot on a sampling basis). The complaint history review and a technical summary suggest that it is possible that patient calcification may have contributed to the complaint event. Calcification in the access vessel or annulus can damage the balloon resulting in a possible balloon burst. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the november 2017 control limit for applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transeptal procedure, the 29mm commander delivery system balloon burst at almost full deployment of the valve in the mitral position. The delivery system had been prepped with 35 ml. A new 29mm commander system was prepared with volume per IFU and the valve was post dilated with good results (no acute paravalvular leak). There was no reported injury to the patient.